Event description:
Implant card was received showing that patient's generator was replaced prophylactically. Product will not be returned as it was discarded after explant.

Event description:
Clinic notes were received and reviewed in which it was indicated the patient was having an increase in seizures and longer duration for seizures. The physician stated it is unusual for patient to have prolonged seizures. In clinic notes physician attributed the increase in seizures to lower battery life of the vns device. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.